Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that blood was leaking from the hemostatic valve of the sheath. Many aspirations were attempted, but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that blood was leaking from the hemostatic valve of the sheath. Many aspirations were attempted, but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported event was confirmed.